Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott concluded that the reported user experience was related to difficulty grasping the leaflets appears to be related to challenging patient anatomy and user technique. In addition, the reported difficulty retracting the clip into the guide tip appears to be related to user technique/procedural conditions during removal of the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that during removal of the clip delivery system, resistance was met with the steerable guiding catheter, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) and first clip delivery system ((B)(4)) were advanced to the left atrium, but leaflet grasping was difficult due to challenging leaflet anatomy and a high transseptal puncture. The decision was made to remove the devices to perform a better transseptal puncture. During removal of the cds, the clip met resistance with the sgc tip. After removal, it was observed that the sgc tip was torn. The transseptal puncture was re-performed, and a new sgc and cds were advanced to the left atrium. Grasping was again attempted, but was difficult due to the leaflet anatomy. The decision was made to stop the procedure. No clips were implanted and the mr remained at 4+. The patient will be scheduled for an additional mitraclip procedure in the future to try again. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.